Manufacturer narrative:
Additional information related to the event will be available after the investigation of the returned device, which could be addressed in a follow-up report. No patient information was provided. (B)(6) 2023: investigation report attached - follow-up report.

Event description:
Clinician called to report that cp22 disposable was changed out due to signs of high hemolysis (high plasma free hemoglobin and rising delta p) after being on ECMO for ~ 4 days. After flushing the old circuit, the pre-side of the oxygenator was covered in hemolytic fibers, which they assumed had come from the pump head. Qws being used at this time was sn(B)(6). Clinican is asking us to investigate this disposable for any possible defects to determine whether this developed in the pump head or was drawn in from the patient. A very similar occurence was reported on (B)(6) 2022.

Manufacturer narrative:
Additional information related to the event will be available after the investigation of the returned device, which could be addressed in a follow-up report. No patient information was provided.

Event description:
Clinician called to report that cp22 disposable was changed out due to signs of high hemolysis (high plasma free hemoglobin and rising delta p) after being on ECMO for 4 days. After flushing the old circuit, the pre-side of the oxygenator was covered in hemolytic fibers, which they assumed had come from the pump head. Qws being used at this time was sn#: (B)(4). Clinician is asking us to investigate this disposable for any possible defects to determine whether this developed in the pump head or was drawn in from the patient. A very similar occurence was reported on (B)(6) 2022.